Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Based on available data, the reported crash of the tablet, is a reboot of the modules st software. This reboot terminated the session suddenly. The origin of this reboot could not be determined with certainty, it is most probably due to the request of the user.

Event description:
Reportedly, on (B)(6) 2024, during the interrogation of a pacemaker, after unplug the tablet (37% battery level), the tablet crashed.